Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 415 mg/dl. The customer took insulin with syringes for high blood glucose. The customer stated that piston came out of the reservoir compartment/drive support cap of the insulin pump while trying to fill the tubing. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a missing end cap sticker, a missing address/serial label, and a broken off end cap. Unable to perform the displacement test due to the broken off end cap.